Event description:
Initial reporter indicated that their programming wand data received light would flicker when trying to interrogate pts and the interrogation would not complete. The 9v battery was changed and the programming system was being used unplugged from the wall. The programming wand is being returned to manufacture for product analysis.